Event description:
Complainant alleged that during biomed testing, the device would not discharge and was unable to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for evaluation and this complaint is still under investigation.